Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported display issue has been completed. Device analysis: console arrived in danvers and on first boot issue was reproduced. Console screen was blank, softkeys were responsive, rpb was not responsive. Console was opened and connections were inspected. It was observed that the j13 connector of the pbm was not seated properly. J13 carries the pc_on signal responsible for powering the 4-in-1 when console power button is pressed. The console was power-cycled several times with the connector as is to reproduce the issue. The pc_on signal was checked during console boot and gave an expected high voltage value of ~5v. J13 connector was reseated and the console booted properly. Failure mode is due to lack of power on signal from the pbm to the 4-in-1. The root cause is due to a loose cable/technician error during annual service. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced a display issue. There was no resolution specified and no reported patient involvement.